Event description:
It was reported that a balloon rupture occurred. A 6mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at 12atm. The device was removed without any problem with the usual method and the procedure was completed with a different device. No patient complications and the patient was good post procedure.

Manufacturer narrative:
D4 device lot number updated to 0031679226.

Event description:
It was reported that a balloon rupture occurred. A 6mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at 12atm. The device was removed without any problem with the usual method and the procedure was completed with a different device. No patient complications and the patient was good post procedure.